Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. The customer's blood glucose level was in the 100's (mg/dl) at the time of the event. During troubleshooting with tandem technical support, the customer successfully loaded a cartridge and resumed insulin delivery.